Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported blurred vision. She was told by her doctor her lens was dirty and she needed to have a laser. Additional information has been requested.